Event description:
In 12/98, pt underwent a transurethral microwave thermotherapy treatment for benign prostatic hypertrophy. Pt experienced a burn to his penis the same day of treatment. Rptr disclosed that after treatment began, dr left the room although nurse remained with pt during treatment. Foley balloon placement was not verified by ultrasound every 15 mins as per the labeling. Nurse claims that visual confirmation of the catheter was made instead. On 1/19/99 pt had a partial penectomy performed.